Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Two electronic images and one electronic photo were provided for review. The image shows a small defect in catheter above the clavicle which represents a partial fracture. The photo review also confirms the same. Therefore the investigation is confirmed for the reported catheter fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year eight months post port placement, the device was allegedly had discontinuity of catheter at neck region. Reportedly, catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port, one groshong catheter and one cath-lock was returned for evaluation. Two electronic images and one electronic photo were provided for review. Functional, gross visual, tactile, dimensional and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture issue as a partial compound break was noted on the proximal end of the catheter and the edges of the partial compound break were noted to be jagged. Upon infusion, leaks were observed from the partial compound break on the catheter. Furthermore, the photo review and image review also confirms the same. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that one year eight months post port placement, the device was allegedly had discontinuity of catheter at neck region. Reportedly, catheter was removed. There was no reported patient injury.

Event description:
It was reported that one year eight months post port placement, the device was allegedly had discontinuity of catheter at neck region. Reportedly, catheter was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image and a photo were provided for review. The investigation of the reported event is currently underway. Expiration date: 06/2024.